Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of endoscope]. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the appearance of the operation unit, video connector, and light guide connector. 2, visually check that the electrical contacts of the video connector are not corroded. Visually check that there are no cracks, dents, edges, scratches, or other abnormalities on the appearance of the insertion part. Visually confirm that there are no abnormal slack, bulges, dents, scratches, holes, or metal wires sticking out from the inside of the covering material of the curved part." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the endoeye flex deflectable videoscope presented with an abnormal appearance of the connector. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesion of the objective lens was peeling. This report is to capture the reportable malfunction of peeling adhesive on the objective lens noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the venting connector of the light guide connector was deformed; the adhesive on the distal sheath was chipped; the light guide cover glass had a scratch; the video connector was deformed; and the video connector case had a crack. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.